Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a fall and then the right ventricular (rv) lead displayed high thresholds and low impedance. No action was taken as a result of the threshold and impedance issues and later the lead was extracted due to bacteremia. No further patient complications have been reported as a result of this event.